Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated they were unable to deliver a bolus. The customer has attempted to deliver a bolus several times, but was unsuccessful. It was also found the time was advancing on the customer's insulin pump. Customer could not recall any significant events leading to the keypad issue. The customer's blood glucose was 9.5 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The following cosmetic damage was noted: cracked case at display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.